Event description:
Patient underwent removal of old cervical plate, c5-6, with exploration of fusion at c4-5 and c3-4. During the procedure, upon tightening of the right c3 screw to the proper tension, the tip of the k2 screwdriver broke off completely flush with the top of the screw.